Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test and verify compromised force sensor system alarm due to motor error alarm. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system once and motor error alarm twice. She received the two motor error alarms in a row while priming the insulin pump. Insulin squirted out during the manual prime process. The customer was unable to exit the rewind complete/bolus delivery loop. Customer's blood glucose level was 94 mg/dl. The customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.